Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.